Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be released from the delivery catheter. The device was retrieved and re-implant was no longer attempted. The patient was then implanted a transvenous pacemaker. There were no patient consequences.

Manufacturer narrative:
The reported event of separation failure could not be confirmed. Visual inspection showed that the helix length and the tether hole were within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.